Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath to treat a left atrial appendage (laa). The patient's laa was cactus-shaped with a landing zone measurement of a 20mm maximum and a 17mm minimum. The pectinate muscles were more developed on the posterior side and the working depth was shallow. The distance between the pulmonary artery (pa) and laa was 2mm. The patient's left atrial pressure was 8 mmhg but rose to 12 mmhg with fluid. The patient's activated clotting time (act) level was 340 seconds. Four thousand units of heparin were administered. Transseptal access was inferior and middle to posterior. After the occluder was deployed, a tension test was performed and the upper end of the occluder lobe appeared to move proximally. A second tension test produced the same result as the first. A third tension test was performed and this time the anchor position of the axis of the device did not change. Close criteria were met and the occluder was released from the delivery cable. Protamine was administered at the end of the procedure. The patient was discharged on (B)(6) 2025 and the medication was changed to dual antiplatelet therapy (dapt). On (B)(6) 2025, during a 45-day follow-up transesophageal echocardiogram (tee) and computed tomography (CT) a 7-8mm localized pericardial effusion was discovered around the laa. Upon review of the tee imaging it was noted that the distal end of the occluder lobe was sharply contacting the anterior wall of the laa. The distance between the laa and the pa after placement was 1.15mm, but the distance during the follow-up CT was 1.0mm, raising concern that the device anchor may have perforated the pulmonary artery. CT and tee did not show a perforation. The decision was made for no intervention. The patient was discharged on (B)(6) 2025. Per the physician, the pericardial effusion was due to the anchor of the occluder.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) and a 7-8mm localized pericardial effusion, 45 days post procedure was reported. Abbott requested for procedure imaging to review; this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion could not be determined. The reported hospitalization was a result of case-specific circumstances as pericardial effusion was noted during the follow-up visit. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.